Event description:
Tip broke off. Additionally, rec'd add'l info from the account on 10/12/06. The ophthalmic plastic surgeon stated the tip broke off and a piece of metal fell into the soft tissue of the orbit and was difficult to retrieve. The surgeon further stated had it fallen into a cavity, it would have been lost forever and possibly even swallowed.

Manufacturer narrative:
The delicate dissecting scissors was rec'd for investigation. Visual examination of the device confirmed the issue. It was noted that the bottom blade of the scissor tip was broken off and the very tip of the other blade was chipped off. Evidence of workmanship or material defect had not been detected. The device history record was reviewed and no issues were found with the reported lot. No trend has been detected for this issue. The exact cause was not found, however, this condition could be the results of an occurrence where the instrument was jammed into a hard object, possibly during handling or reprocessing.